Event description:
During the procedure the surgeon placed the left malar the post too far on the medical side, therefore putting torque on the activation wire. The wire froze, making it hard to turn the activation wire. Pt applied exessive force and device snapped off the nut on the end of the post. 2nd surgery performed 2005. Surgeon moved the malar post and replaced the activation wire and pt currently in a distraction phase,doing well